Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while implanting the lens the iop pressure (intra ocular pressure) was high. There was something wrong with her zonula. The capsule was broken and vitrectomy was performed. The surgeon removed the lens and tried to implant an anterior chamber lens. According to the surgeon the ac lens was implanted in normal fashion but it could not prevent iris prolapse in front of optic. The surgeon suspected the ac lens may have been packaged upside down, so he removed the lens, flipped it over, then implanted and removed it again. Patient was left aphakic and the surgeon plans to implant another iol in the future.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined. However, it is possible that user-related factor of high intraocular pressure have caused or contributed to the event. Per the lens directions for use, patients who experience uncontrollable positive pressure during cataract surgery may not be suitable candidates for an intraocular lens.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual evaluation of the lens did not find any damage or problem.